Manufacturer narrative:
The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. There are 4 devices in this complaint. Following two out of four devices were returned for cq investigation: t25 stardrive shaft f/matrix long p/n 03.632.072, lot# 6968778, t25 stardrive shaft f/matrix long p/n 03.632.072, lot# 7725597. The complaint condition was confirmed at customer quality (cq) location. Tips of both the returned screwdriver shafts were found to be stripped. Replication of the complaint condition is not applicable due to visible damage. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. Tips of both the returned screwdriver shafts were found to be stripped. The tips exhibited minor indentation marks which would impact the product functionality to some extent. The products were deemed as functional. No broken or missing fragments. The stardrive tip of screwdriver shaft (lot# 7725597) was slightly warped. The returned devices exhibit normal amount of wear and superficial striation marks on the shaft surface. No damage other than the complaint condition was observed. Relevant screwdriver shaft, matrix t25 stardrive drawing was reviewed. For both the screwdriver shafts, the diameters of the screwdriver neck that immediately precedes the tip portion measured within specification. Diameter checked at adjacent proximal diameter change measured within spec too for both the shafts. Unable to determine an exact root cause in the absence of details about the previous surgeries. It is possible that rough handling during operation and/or sterilization process, application of excessive/off-axis torque during operation or application of torque when screwdriver tip is not fully engaged may have led to the complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review for part # 03.632.072, lot # 6968778. Release to warehouse date: september 11, 2012. Manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the nurse was doing her spinal setup for a degenerative lumbar posterior fusion at l4-l5. During the setup the instruments were inspected and it was noted that four (4) of the instruments were slightly damaged. Two (2) t25 stardrive shaft for matrix-standard and two (2) t25 stardrive shaft for matrix-long were slightly stripped at the distal end. It is not known exactly how or when these issues occurred. Surgery was not delayed; several other shafts were available and incorporated into the setup. No patient involvement. This report is for one (1) t25 stardriver shaft for matrix-long. (B)(4).